Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during embolization of multiple intracranial aneurysms, the access route was tortuous, resulting in bending of the distal section of the stent delivery catheter. The distal end of the flow diversion dense mesh stents failed to open. The pipelines were not positioned in a bend. More than 50% of the pipelines had been deployed when they failed to open. The pipelines were removed from patient. The pipelines were resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.  The patient was undergoing surgery for embolization treatment of multiple unruptured right c5-c7 aneurysms with max diameters of 3.3 and 2.7 mm and 1.4 and 1.1 mm neck diameters. The distal landing zone was 3.6 mm. The proximal landing zone was 4.3 mm. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 5.2mm. The angiographic result post procedure was during the procedure, a new stent was deployed. Angiography confirmed that the stent successfully covered the aneurysm. Additional information was received reporting that the cause of the failure to open and kink was not determined.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device was returned for analysis inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched, while the ptfe shrink tubing was intact. The braid¿s distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle part was opened. No defects were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex pusher wire was easily pushed out from the catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the returned pipeline flex braid¿s distal end was found to be not opened and frayed. However, the root cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the braid was not positioned in a bend, ruling out the user's deployment of the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, from the damage seen on the braid (fraying) and the hypotube (stretched), it appears that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.